Event description:
It was reported that after cocking the device, the instrument fired on it's own. The device was not used on the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was tested (fired) 20 times. Each time the sample performed as expected and no cocking or firing issues were noted. The device was disassembled and no defects were noted inside. The device was reassembled and tested 20 more times and the same results were observed. The reported incident could not be reproduced and no failure was detected.